Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient stated the battery would get hot occasionally when charging but about a week ago, it started happening every time he charged. There were no known factors that could have led to the issue. The rep reported that an impedance check showed all were within normal limits. The rep reported that they reprogrammed the device to extend the charging interval to 2 days. It was unknown if the issue was resolved at this time. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative (rep) reporting occasional burning at the battery site when charging. They stated that it happens maybe once a week and they charge every other day. There were no factors reported that contribute to the issue. Impedances were checked and within normal limits. The issue was not resolved. No surgical intervention occurred or was planned. The event began on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the cause of the device heating had not been determined. The patient had the device readjusted and it was better, but it was not fixed. The stimulator was not helping and the patient¿s doctor thought it should be taken out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the implant getting hot while charging had not been resolved. It was clarified that the patient reported the device heats up occasionally when charging, it didn¿t happen every time. The patient was going to be seen for troubleshooting on (B)(6) 2019.